Event description:
Tram flap medical device used for reconstruction on (B)(6) 2015. The procedure was done with dr. (B)(6), plastic surgeon. On (B)(6) 2016 at (B)(6) hospital (B)(6). Records are at the hospital and doctor's office. I have been disable since the surgery. It's hard to walk, lay down, sit up, move or go back to my lifestyle. Dose or amount, frequency: install permanently. Event abated after use stopped or dose reduced? No. Is the product compounded? No. Is the product over-the-counter? No.